Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a lead integrity alert on (B)(4) 2013 due to meeting the conditions of ventricular oversensing and non-sustained tachycardia. Eight ventricular fibrillation and five left ventricular paced episodes were noted less than 220 milliseconds recorded on (B)(4) 2013. It was also noted that 181 of the 272 lifetime ventricular sensing integrity counts are recorded beginning (B)(4) 2012. Product ID: 6944-65, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was deceased due to clinical conditions with no device or lead issue related to the reported death. The device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies were indicated on the device memory. Noted short interval counts and lead integrity alert (lia) that was triggered was due to the appropriately sensed ventricular fibrillation.